Event description:
Getinge disinfection ab (getinge) received information that "electrical fire" occurred on washer disinfector cm320-2 . It was reported that no one was harmed. Flames were visible only after removing service panel. The service technician confirmed that the area had been secured. Room was briefly evacuated for around 5 minutes. Fire alarm did not set off. At this time, the device is non-operational pending replacement of the part. A return service visit will occur to replace faulty part.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. No UDI is available for the affected device with catalog number cm320wd-ctom, since UDI was not required when the device was manufactured in 2013.

Manufacturer narrative:
Getinge disinfection ab received a report of an electrical fire in a washer disinfector. No injuries occurred, and flames became visible only after removal of the service panel. During the initial service activities all relevant components were replaced, including both element cables, and the heating elements were installed. Following these actions, the unit did not reset upon application of power. The newly installed thermostat was reset, and the chamber rail was reinstalled. Subsequent functional testing, including multiple test cycles, demonstrated normal system operation. All tests passed and no leaks were observed. Based on the available information from the complaint and the assessment conducted by ssu technicians, increased contact resistance at screw connections has been identified as the most probable cause of the overheating condition. This condition may be associated with gradual loosening of screw connections over time due to thermal cycling and vibration generated during operation of the ultrasonic unit. However, it is important to note that the root cause has not been conclusively determined at this stage. The identified mechanism represents a working hypothesis supported by current observations but has not been definitively verified. In order to establish the definitive root cause, a corrective and preventive action (CAPA 1531116) has been initiated for further investigation.

Event description:
Manufacturer's reference number: (B)(4).